Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers were not provided. Iritis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that a patient presented postoperatively with iritis. Additional information has been requested from the surgeon.